Event description:
Boston scientific model l321 pacemaker (sn (B)(4)) with unexpected premature battery depletion. Device longevity from 9.5 to 2.5 years in a 10 month span. This required premature pacemaker generator change. I have performed four boston scientific pacemaker generator changes in the last three months for this specific issue (model l301 and l321). Upon manufacturer review, all devices experienced the same malfunction with leakage from the device's low voltage capacitors which resulted in a high current condition leading to excess power consumption. There is not a manufacturer or FDA advisory addressing this issue. I suspect that there are many more of these pacemaker malfunctions throughout the us. FDA safety report ID# (B)(4).